Manufacturer narrative:
The device was not returned to edwards for evaluation. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information received the cause of the event cannot be determined. As there has been no confirmed design defect, manufacturing issue, or inadequacy in the labeling, IFU, or training leading to the complaint, edwards will continue to review of all reported events and perform trend analysis on a monthly basis. If action is required based on the determined control limits, appropriate investigation will be performed. No corrective or preventative actions are required at this time.

Event description:
Edwards received information that a 19mm 3000 aortic valve was explanted after an implant duration of seven years, five months, due to unknown reasons. No additional information was provided.

Manufacturer narrative:
Device evaluation: the product was returned for evaluation. Customer report of stenosis was visually confirmed. Report of prosthesis mismatch could not be confirmed through visual observations. X-ray demonstrated moderate to heavy calcification on leaflets 1 and 2, wireform distortion around leaflet 1, and commissures 1 and 2 bent. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 2 at the inflow aspect and 1mm on leaflet 3 at the outflow aspect. Host tissue on the stent circumference was heavy at the inflow and outflow aspect. Leaflet mobility was observed to be restricted due to calcification and host tissue overgrowth, and likely led to the reported stenosis. As received, the valve was cut across leaflet 1, the sewing ring, and the wireform. The cut wireform ends matched up. White and black mold-like material was observed at the inflow and outflow aspect of the valve. The wireform was exposed around leaflet 3 at the inflow aspect, and at the cut region.